Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. Solution was dried on the lens. The lens was undamaged. The lens was cleaned with lphse for further evaluation. A lens bench evaluation was conducted. The optical resolution is acceptable; lens meets specification for focal length equaling a multifocal 23.5 diopter lens. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A handpiece and viscoelastic were indicated which are not qualified for the lens/cartridge combination used. The product investigation could not identify a root cause for the complaint of "suspected deviation of iol". The product was undamaged. There was no deviation of power of the reported multifocal 23.5d lens. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Aditional information was provided by the surgeon that the event is resolved; the outcome is recovered; and the causality is not related to the device.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
An ophthalmic surgeon reported that power deviation of iol was suspected following a cataract extraction/intraocular lens (iol) implant procedure. After implanted iol and measured by refraction, the patient's visual acuity was farsighted. The iol was exchanged for the same model iol, but a different power in a secondary procedure. Additional information was requested.